Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2016 to the left and right mid back using cool curve+ applicators. On (B)(6) 2016, to the left and right posterior bra fat using coolmini applicators and to left upper abdomen using coolmini applicators. On (B)(6) 2016, to the left and right mid back using cooladvantage curve applicators and to the left anterior flank using cooladvantage applicators. The patient developed paradoxical hyperplasia (pah/ph) 2 months after the second treatment. Ph was described as firm and lumpy. On (B)(6) 2017, the patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) to the mid back, upper back, and abdomen. Allergan was able to confirm diagnosis of ph to the posterior bra and mid back areas. Allergan was unable to confirm ph to the left anterior flank and upper abdomen.

Manufacturer narrative:
Corrected data: h7., h.9 this MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2016 to the left and right mid back using cool curve+ applicators. On (B)(6) 2016, to the left and right posterior bra fat using coolmini applicators and to left upper abdomen using coolmini applicators. On (B)(6) 2016, to the left and right mid back using cooladvantage curve applicators and to the left anterior flank using cooladvantage applicators. The patient developed paradoxical hyperplasia (pah/ph) 2 months after the second treatment. Ph was described as firm and lumpy. On (B)(6) 2017, the patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) to the mid back, upper back, and abdomen. Allergan was able to confirm diagnosis of ph to the posterior bra and mid back areas. Allergan was unable to confirm ph to the left anterior flank and upper abdomen.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2016 to the left and right mid back using cool curve+ applicators. On (B)(6) 2016, to the left and right posterior bra fat using coolmini applicators and to left upper abdomen using coolmini applicators. On (B)(6) 2016, to the left and right mid back using cooladvantage curve applicators and to the left anterior flank using cooladvantage applicators. The patient developed paradoxical hyperplasia (pah/ph) 2 months after the second treatment. Ph was described as firm and lumpy. On (B)(6) 2017, the patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) to the mid back, upper back, and abdomen. Allergan was able to confirm diagnosis of ph to the posterior bra and mid back areas. Allergan was unable to confirm ph to the left anterior flank and upper abdomen.